Event description:
It was reported that treatment was being performed on a small, fibrocalcific diagonal branch that had a tortuous takeoff from the lad. The lesion was accessed with a guide wire without difficulty. No pre-dilatation was performed and the zeta was deployed at the site at 12-13 atm. A large distal vessel perforation was identified and the sds balloon was re-inflated for 20 minutes; however, the bleed did not stop. The patient was taken for emergent cardiac surgery.